Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 357 mg/dl. Patient's other blood glucose value: 271 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip, manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. Bent cannula was also reported. The device is not expected to be returned for analysis.